Event description:
Customer reported that the device infused too fast. The device was programmed for a vtbi of 250 ml to infuse at 10.4 ml/hr but the bag was empty in 2 hrs. Customer reported that he identified programming in the log consistent with the reported event, and tested the module and found it to be operating within specification. Customer is requesting assistance with further investigation. Customer's internal report states unspecified harm occurred; although requested, no further patient or event information is available. (B)(4).

Manufacturer narrative:
Manufacturer's report date: 07/16/2014. Internal file no: (B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.